Event description:
It was reported that the patient underwent right breast reconstruction surgery on (B)(6) 2014 and suture was used. During the procedure, the needle got caught on the costal cartilage and the needle broke at the swage. A search for the needle was conducted with c-arm. Additional incision was required to search for the broken needle and the needle was found in the muscular layer of the tenth rib. The surgeon opines that the needle may have broken because of the cartilage. The procedure was completed successfully. The patient was discharged and is stable.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection of sample that broke at the suture attachment of the needle end was performed. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point."